Event description:
It was reported that the subject device fried through the teflon coating. The issue was found during a colectomy procedure that was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.